Event description:
User alleges that a resuscitator was used during a code situation. After the second squeeze of the resuscitator the mask deflated. Another unit was obtained and the same thing occurred. Hospital stated that they do not know if pt outcome was due to this issue or due to pt condition.